Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient receives a 2000ml daytime time exchange of antibiotics for peritonitis every four days. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient called the pd clinic on (B)(6) 2025 to report nausea, vomiting, and diarrhea for one week. The patient was instructed to come into the pd clinic. The patient was seen in the pd clinic on that same date. The patient further reported symptoms of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime and vancomycin (dose, frequency, and duration not provided). The patient¿s white cell count was 1,742. The culture was positive for kocuria rhizophila. The patient did not require hospitalization for the event. The cause of the peritonitis was not determined. The patient continued to complete pd therapy during recovery.

Event description:
It was reported that a peritoneal dialysis (pd) patient receives a 2000ml daytime time exchange of antibiotics for peritonitis every four days. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient called the pd clinic on (B)(6) 2025 to report nausea, vomiting, and diarrhea for one week. The patient was instructed to come into the pd clinic. The patient was seen in the pd clinic on that same date. The patient further reported symptoms of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime and vancomycin (dose, frequency, and duration not provided). The patient¿s white cell count was 1,742. The culture was positive for kocuria rhizophila. The patient did not require hospitalization for the event. The cause of the peritonitis was not determined. The patient continued to complete pd therapy during recovery.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis event and use of the liberty select cycler and the liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although a cause of the peritonitis was not determined, the patient¿s culture results of kocuria rhizophila suggests a breach in aseptic technique as this organism is found as part of the normal skin and oral flora of humans. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.